Event description:
Pt presented to hosp post arrest. Twelve days later they went to the ep lab for ICD implant (biventricular) & removal of pacemaker. Lifepak used to monitor pt's blood pressure & pulse ox. Zoll used in addition for pulse ox when problems encountered obtaining a steady reading with the lp-12. Pulse ox readings continuously fluctuating. Also bp readings being given even though pt had arrested. Presence of bp readings confusing. Bp showing 126/97 when CPR initiated. Biomed dept checked equipment with no problems found with monitoring.